Event description:
Floseal was used for hemostasis on trauma patient (car accident) who underwent splenectomy. After re-evaluation, surgeon noticed abdominal hematoma, and adherence resulting in intestinal damage.

Event description:
On (B)(6) 2008, patient had initial procedure with implant of a 25-16-120bl bifurcated device, a 28-28-75l proximal extension and a 20-20-55l limb extension. At one year follow up it was noted that there was a proximal type ii endoleak; the patient was brought back to the hospital. The physician placed an aortic stent to straighten out the devices as it they were initially placed in an 80 degree angle (off-label). The physician laparoscopically clipped the ima and profilactically placed a 34-34-80l proximal extension. The type ii endoleak was resolved and the patient is reported to be doing well.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporting surgeon to obtain additional information regarding the product use and case details, with no reponse received.if additional information is received from the surgeon, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter medical assessment: floseal is indicated as an adjunct to intraoperative hemostasis, and should not be used for prophylactic hemostatic purposes. In other words the re-bleeding is not a result of the use of floseal. Non-irrigation of floseal excess is a user error that may occasionally generate a local inflammatory reaction and delayed break down of floseal. While other causative factors for such findings may be the hematoma or surgery and disease related causes (the trauma itself), one cannot exclude the contribution of floseal to these findings. Following publications (copyrighted hard copies) should be provided to surgeon along with a comprehensive re-training regarding the correct indication and application of floseal hemostatic matrix: hobday et al. Postoperative small bowel obstruction associated with use of hemostatic agents. Journal of minimally invasive gynecology (2009) vol. 16 (2) pp. 224-6. Thomas and tawfic. Eosinophil-rich inflammatory response to floseal hemostatic matrix presenting as postoperative pelvic pain. American journal of obstetrics and gynecology (2008) volume 200, issue 4, pages e10-e11. (B)(4), md safety officer. The articles have been provided to the reporting surgeon. A follow-up will be submitted upon evaluation of additional information and completion of retraining.